Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary lithotomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the physician found the hydrophilic tip of the guidewire detached exposing the tip of the metal corewire approximately 1-2cm. The procedure was completed with new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the jagwire guidewire revealed that the distal tip partially detached at 447.3 cm approximately from the proximal end. The complaint was confirmed. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. No other similar complaints have been reported for lot number 14493050.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary lithotomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the physician found the hydrophilic tip of the guidewire detached exposing the tip of the metal corewire approximately 1-2cm. The procedure was completed with new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.